Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that upon implantation of expandable corpectomy device (ecd) the surgeon could not satisfactorily use the implant. The surgeon could not exert pressure during deployment because the implant wearing would disengage as soon as it was in contact with the cervical plates. The implant handle disengaged too early preventing the support of edc to vertebral bodies. The surgeon had used a larger implant (the ideal size was 23mm and the surgeon has implemented a 24mm). It was reported the surgery was prolonged about thirty (30) minutes. It was reported the patient is doing well. This is report 2 of 2 for (B)(4).